Manufacturer narrative:
Serial # (B)(4). This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. Serial # (B)(4) this reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in with issue on 800-8000 error on 8015 unit when try to transfer network config onto the unts customer not sure if unir was plug up at the site it was sent back to them with message of error code. They will contact the site and see to get more information on the issue with the error 800-8000 and is alos see errror 600-6920.